Event description:
The hcp reported that on the third day after pump replacement, the pt began to experience symptoms of "hypoxia, no tone". The pt may have aspirated. She was transferred to intensive care. They are continuing to titrate oral and pump drugs. She remains hospitalized at this time, with planned discharge to home in the near future. The hcp does not believe that the symptoms are drug or pump related as the pt is on "a large amount of other medications."